Manufacturer narrative:
The event unit was not returned to applied medical for evaluation; however, six (6) sterile units were returned. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. The sterile units were tested and no nonconformances were observed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: laparoscopic bilateral inguinal hernia. Event description: the feedback below was produced directly from dr [name]. This is what happened: the balloon dissected well through the lower abdomen but did not dissect well between the umbilicus and say mid point between the umbilicus and pubis. What then happened is we had to traverse a long tunnel perhaps 10 cm to get into the space of retzius. I was able to do the dissection normally however removing and re-introducing the scope was problematic and introducing the mesh was very difficult to the point where I unintentionally created a tear in the peritoneum inserting mesh which required expertise to deal with and required a bit of additional laparoscopy to be certain that there was no intra-abdominal complication. Additional information received via email on 30mar2021 from applied medical acct mgr: there was no patient injury. Patient is fine per dr [name]. The patient had no previous surgeries. The event device was discarded and not available to be returned. Additional information received via email on 06apr2021 from applied medical acct mgr: the surgeon has been using the c0k11 for 3+ years prior to this occurrence. There was no patient anatomy that hindered the insertion of the device. The patient's bmi is less than 30. The surgeon used the introducer. To expand of the statement in the event description, "I was able to do the dissection normally." The surgeon did not have to reinsert the dissecting balloon or trocar at any time. No additional laparoscopy was performed. No resistance. Difficulty was due to undissected preperitoneal tissues away from the rectus muscles between the umbilicus and semi arcuate line. Large [ ] mesh was inserted. Patient status: patient is fine

Manufacturer narrative:
Units are anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic bilateral inguinal hernia. Event description: the feedback below was produced directly from dr [name]. This is what happened: the balloon dissected well through the lower abdomen but did not dissect well between the umbilicus and say mid point between the umbilicus and pubis. What then happened is we had to traverse a long tunnel perhaps 10 cm to get into the space of retzius. I was able to do the dissection normally however removing and re-introducing the scope was problematic and introducing the mesh was very difficult to the point where I unintentionally created a tear in the peritoneum inserting mesh which required expertise to deal with and required a bit of additional laparoscopy to be certain that there was no intra-abdominal complication. Additional information received via email on 30mar2021 from applied medical acct mgr: there was no patient injury. Patient is fine per dr [name]. The patient had no previous surgeries. The event device was discarded and not available to be returned. Additional information received via email on 06apr2021 from applied medical acct mgr: the surgeon has been using the c0k11 for 3+ years prior to this occurrence. There was no patient anatomy that hindered the insertion of the device. The patient's bmi is less than 30. The surgeon used the introducer. To expand of the statement in the event description, "I was able to do the dissection normally." The surgeon did not have to reinsert the dissecting balloon or trocar at any time. No additional laparoscopy was performed. No resistance. Difficulty was due to undissected preperitoneal tissues away from the rectus muscles between the umbilicus and semi arcuate line. Large mesh was inserted. Patient status: patient is fine.